Manufacturer narrative:
Qc had been erratic for the previous 3 weeks. Qc charts show imprecision for the entire month of (B)(6). The customer did not contact bci until (B)(6) 2011. A bci field service engineer (fse) replaced the carbon bridge and cleaned the flow cell.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na) and calcium (calc) results generated by synchron lx 20 pro clinical system. The results were not reported out of the laboratory. Repeat testing was performed after the system was recalibrated, but it is unknown which results were reported. The results are shown. There was no effect to the patients.